Event description:
Device malfunction: irregular appearance. Time of malfunction: during procedure. Symptoms/ae: thrombosis/ptc intervention. Time of symptoms/ae: during procedure. It was reported that during the stenting procedure of the iliac bifurcation, the omnilink did not dog bone as expected; however, no portion of the stent was in an unintended site and blood flow was good. Due to the irregular appearance of the proximal segment of the stent, thrombus was pushed downstream which necessitated an add'l stent. No pt injury. No add'l info available.

Manufacturer narrative:
The lot history record was reviewed, and there are no non-conforming material reports associated with this lot number.